Manufacturer narrative:
Findings: pump passed displacement test, prime/a33 test, excessive no delivery test, self test and a21 error test. Unable to perform basic occlusion and occlusion test due to reservoir tube lip damage. The test reservoir does not stay locked in place due to reservoir tube lip damage. Pump passed all operating currents tested within the spec range and passed off no power test. Pump received with cracked battery tube thread, reservoir tube lip completely broken off, missing reservoir tube lip o-ring, cracked reservoir tube, broken belt clip slot, cracked reservoir tube window, cracked case near display window corners and minor scratches on display window noted. (B)(4).

Event description:
The customer reported via phone call that they experienced high blood glucose and their insulin pump was damaged. The customer¿s blood glucose level was unknown at the time of the incident. The customer treated high blood glucose with the pump and also with a manual injection since her blood glucose was still high after the bolus. The customer states that missing pieces on the rim of the reservoir. Troubleshooting was performed for damage. The customer declined to troubleshoot for high blood glucose. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The insulin pump will be returned for analysis.